Manufacturer narrative:
Device has not been received for eval.

Event description:
It was reported that he customer could measure cardiac output; however, a varied cardiac output value was observed on the monitor. No patient complications or intervention was reported.